Event description:
It was reported that this patient experienced withdrawal symptoms. On (B)(6) 2012 there was an increase to the daily infusion rate of 23% and on (B)(6) 2012 a 12% increase to the daily infusion rate. There were no alarms or alerts indicating a device malfunction at that time. The patient now reportedly had experienced nausea, anxiety and decreased pain relief. It was further reported that a catheter access port (cap) contrast study was performed on (B)(6) 2012 and the results noted the catheter was intact. Another cap study was done on (B)(6) 2012. This revealed catheter tip fibrosis, a catheter fracture, and migration. As a result, the catheter was replaced on (B)(6) 2012 and the issue was resolved without sequelae on (B)(6) 2012. The device system delivered dilaudid, clonidine, and droperidol.

Manufacturer narrative:
The aware date of the event was correctly reported in the other manufacturer reports as (B)(6) 2012. (B)(4).

Event description:
Upon further review, it was found that manufacturer reports #3007566237-2012-03127 and #3004209178-2012-12296 are both parts of this event. These reports contained the following information: ¿it was reported that the patient had a catheter occlusion. It was later reported that the patient experienced increased pain and loss of pain relief. On (B)(6) 2012, a catheter access port (cap) contrast dye study was performed which revealed catheter tip fibrosis, catheter fracture and migration. The catheter was replaced on (B)(6) 2012. The outcome was resolved without sequelae.¿

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4) implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter; product ID 8832, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient product ID... (B)(4).